Event description:
Customer reported she experienced high blood glucose of 506 mg/dl earlier; she contacted her doctor who advised to take a manual injection and was able to get it down to 302 mg/dl. Customer reported she has received 15 no delivery alarms in the last 7 days. Customer stated that most of them are during the night while she is sleeping. Customer stated that the insulin pump would not rewind completely; the piston did not go all the way during prime and she did not get an alarm at that time. She has not tried different cannula lengths. Insulin is not expired or denatured. She does rotate sites and avoids scar tissue and the tubing is not bent or kinked. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.